Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the string disengaged from the bag and the bag ruptured. It is unknown how the contents of the bag were retrieved. The procedure remained laparoscopic and was completed with no adverse patient consequences reported.